Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is being held by the hospital risk management department.

Event description:
The patient was undergoing a thrombectomy procedure treating a stroke using a neuron 5f select catheter (5f select). During the procedure, while advancing the 5f select through a non-penumbra guide catheter, the tip of the 5f select fractured and fell off in the patient's aorta. Therefore, the physician required a snare device to successfully retrieve the broken tip from the patient prior to treating the stroke. The physician did not mention resistance while using the 5f select and the patient did not have tortuous anatomy. Thereafter, the physician used another manufacturer's select catheter to successfully treat the stroke. There was a minimum delay of 45 minutes in treating the stroke due to the damaged 5f select catheter. It is unknown if there was an adverse effect to the patient related to the delay in the treatment.

Manufacturer narrative:
Results: the neuron 5f select catheter (5f select) was fractured at the proximal and distal shaft junction. There was no gross yielding proximal or distal to the fracture. The distal shaft was kinked near the fracture. The distal segment of the select was creased. Conclusions: evaluation of the returned select revealed it was fractured at the proximal and distal shaft junction. If the select is forcefully handled at extreme angles during insertion or use in the patient anatomy, the catheter may become weakened, and damage such as this may occur. Evaluation of the select distal segment revealed a slight crease. The observed crease was likely caused by the select being handled at extreme angles. Further evaluation revealed that the distal shaft was kinked near the fracture. This damage was likely incidental, and may have been caused by the physician snaring the segment out of the aorta. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.